Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the samples (B)(4) units were returned for investigation. The samples were received in used condition without its original packaging open and inside in a plastic bag. The samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. The sample received did not present any damaged, kink, or cut that could cause the failure mode reported. Leak testing on the samples received were performed using hydrostatic vessel. No discrepancies were detected, liquid flowed through the whole devices without leaking on the five samples, thus, the failure mode reported was not confirmed. Complaint was not confirmed. The failure mode could not be duplicated by functional testing. No fault was found. No root cause was determined as complaint was not confirmed. No corrective actions taken as complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was leakage at the filter, where you see a small round in the filter. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.